Event description:
Information received indicates the technician cannot get a ground reading.

Manufacturer narrative:
The technician found the ground pin broken in the power cord plug. The technician replaced the power cord to repair the bed.